Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a patient contacted support for assistance with an fsl3+ sensor setup and a steel contact detach 23-inch, 6 mm infusion set, and the agent completed troubleshooting and education with the sensor placed in warm-up and the infusion set successfully installed; the patient reported a blood glucose of 223 mg/dl without symptoms, and the event was characterized as hyperglycemia with unclear cause. Symptoms included no reported clinical effects. Outcomes included no impact on activities of daily living and no need for medical intervention. Investigation included technical troubleshooting and user guidance. Investigation of this case revealed no device malfunction was identified during support interactions and no component failure was observed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.